Event description:
Information received from a healthcare professional via a manufacturer representative reported the implantable neurostimulator (ins) longevity was low. The ins was programmed with an amplitude of 1 volts, a pulse width of 300 us, and a frequency of 50 hz. Cycling was used at 0.1/0.1 -8 seconds. The electrodes were noted as c+ -ooo and the impedances were ok.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative reported that the ins implant date was (B)(6) 2015 and the explant date as also (B)(6) 2015. Of note, the reported implant date of (B)(6) 2015 is after the use before date of (B)(6) 2010. It was unknown when the ins reached eos. The ins was not returned as it was from 2015 and had no issue.

Manufacturer narrative:
Correction: the correction number z-1147-2015 and associated remedial actions have been removed. If information is provided in the future, a supplemental report will be issued.